Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels, up to 528 mg/dl, on the event date. The customer went to the emergency room (ER) with bg level in the 300s range (mg/dl) with ketones. Fluid was administered intravenously and insulin was given via a syringe. Customer left ER four hours later in stable condition with bg level at 245 mg/dl.